Event description:
Boston scientific received information that this left ventricular lead had a loss of capture. There was suspicion of lead dislodgement as this lead had appeared to capture the right atrium. No adverse patient effects were reported.

Manufacturer narrative:
The physician was to address this lead during an upcoming change out procedure. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
The lead was explanted and a new lead was successfully implanted.

Manufacturer narrative:
The complete lead was returned. Visual observation noted dried blood/body fluid in the lead lumen. The insulation was cut at 433 mm from the terminal pin, likely due to removal of the suture sleeve. The insulation was puckered at 420 ¿ 430 mm from the terminal pin. The allegation could not be confirmed through testing. Electronically, this lead was found to be within specification.